Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a 4.00mm spiderfx in the svg. The physician pulled on the wire until the filter detached. The spiderfx remains entrapped distal to the stented vein graft.

Manufacturer narrative:
Additional information a 5fr guide catheter was also used. Vessel reported to be tortuous (s shaped). Lesion length reported as 30mm. It is reported the capture catheter and guide catheter were added for support. The filter of the spider fx became caught on a stent strut and could not be freed. The physician attempted to free it by sliding the guide catheter towards the basket, but it was unable to be freed. The wire was pulled to remove the filter resulting in it detaching from the wire and remaining in the patient. The patient is reported to be stable. No additional stenting carried out. The patient is reported to be stable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.